Manufacturer narrative:
The ultra delivery system was returned to edwards lifesciences for evaluation.  The delivery system was returned inserted through the esheath with the atrion attached and the fully loader assembly over the flex shaft. The guidewire was inserted through the delivery system.  Review of the imagery provided showed the following:  3mensio reveals the patient¿s access vessel had mild calcification and mild tortuosity; picture of the used devices reveals that the delivery system balloon is caught at the sheath tip. Blood appears to be inside the balloon and stopcock, indicating a balloon burs; photo of used delivery system provided shows blood inside the balloon.  Visual inspection of the returned device showed the following:  balloon burst both radial and longitudinal. Appears to be no missing pieces; guidewire lumen severely bunched. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). The complaint was confirmed through visual inspection.  Dimensional inspection was performed and the balloon single wall thickness was measured.  All measurements were within specification.  A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for balloon burst and delivery system withdrawal difficulty through sheath.  A review of complaint history from august 2018 ¿ july 2019 revealed additional similar returned complaints, however, no manufacturing non-conformances were identified during these evaluations. Available information suggested that patient and/or procedural factors may have contributed to the complaint events the complaints for balloon burst and delivery system withdrawal difficulties through sheath were confirmed based on the provided imagery and device return. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (retrieval of burst balloon) may have contributed to the reported event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Updated the ultra delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: images of patient screening studies showed that the patient¿s access vessel has mild calcification and mild tortuosity; picture of the used devices revealed the delivery system balloon caught at the sheath tip. Blood appears to be inside the balloon and stopcock, indicating a balloon burst. During manufacturing, the balloon is 100% visually and dimensionally inspected for any abnormalities. The delivery systems are 100% inspected by both manufacturing and quality for any defects. In addition, product verification testing was performed on a sampling basis. Testing includes balloon fatigue and burst pressure. All samples met testing specifications for lot release. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance contributed to the reported events. A review of complaint history was performed and revealed additional returned similar complaints for the ultra delivery system balloon burst and delivery system withdrawal difficulties through sheath.  The complaints were confirmed however, no manufacturing non-conformance were found during the evaluations. Available information suggests that patient factors (calcification/tortuosity/horizontal aorta) and/or procedural factors (device manipulation/withdrawal of burst balloon/residual volume in balloon/device flexed during removal) may have contributed to the similar events. Review of the ultra delivery system instructions for use (IFU), device preparation and procedural training manuals was performed and no IFU/training deficiencies were identified. The procedural training manual provides step-by-step guidance on different techniques that could be use when attempting removal of a ruptured balloon, including the following: ¿do not use excessive force. Take care when crossing the thv, tracking back over the arch, twisting handle while removing the delivery system into the tip of the sheath, and removing sheath and delivery system as a single unit.¿ a review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and delivery system withdrawal difficulties through sheath were confirmed based on the provided imagery. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. However, based on a review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. As the device was able to be de-aired during device preparation with no report of leakage, it is unlikely there was an issue with the balloon out of box. As noted in the report, mild calcification was present in the native leaflets. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As a result, available information suggests that patient factors (annular calcification) may have contributed to the balloon burst. If the balloon burst, it can lead to an increased balloon profile that can hinder the delivery system from entering the sheath. In addition, the patient¿s access vessels were noted to have mild tortuosity, which can create non-coaxially between the delivery system and sheath and contribute to resistance during retrieval. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (retrieval of burst balloon) may have contributed to the events. Since no product non-conformance or IFU/training deficiencies were identified during this evaluation, a product risk assessment (pra) escalation is not required. However, per management¿s discretion, a pra was previously initiated to investigate the ultra delivery system balloon burst issue and its associated risks. A training bulletin was previously released to assist in reinforcing key training steps in valve deployment and delivery system removal. Additionally, a corrective action, preventive action (CAPA) was previously initiated to address the ultra balloon burst and retrieval issues.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 29mm sapien 3 ultra valve with an esheath in the aortic position, during full inflation, the ultra delivery system balloon burst. The esheath was inserted smoothly without problems, there was no bav performed, and valve deployment was done slowly with nominal volume of 33cc. The valve was successfully implanted with no paravalvular leak (pvl). Upon removal of the device, it was not possible to get the balloon back into the sheath.  The delivery system and sheath were removed as a unit with no vascular complications, and the patient is in good condition post procedure.